Event description:
On (B)(6) 2011, pt reported having issues with the buttons on the infusion device. Pt stated, she has been having issues with the down arrow button. Pt reported, the issue is an intermittent problem. Pt stated, sometimes the button works and sometimes it doesn't. Pt reported, the buttons pop back out. Pt stated, she has been noticing the issue for the past 2 months when attempting to bolus. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.